Event description:
A customer contacted beckman coulter regarding several elevated accu tnl (troponin) results from a single pt that were generated by the access instrument. There were 4 different pt samples (a-d) that produced the elevated accu tnl. The elevated accu tnl result for sample a was 1.21 ng/ml. The elevated accu tnl result for sample b was 1.50ng/ml. The elevated accu tnl result for sample c was 1.12ng/ml. The elevated accu tnl result for sample d wa 0.84ng/ml. The elevated accu tnl results were reported out of lab. The customer indicated that elevated accu tnl results were questioned by the physician. The physician stated that the elevated results were not supported by the pt clinical presentation. Myoglobin results form sample b and sample c were within the low end of the customer's reference range. The customer indicated the pt had ckmb results (results not provided) that were "below normal". The customer did not provide additional pt results or event information. There has been no change to pt treatment or any injury that can be attributed to this event.